Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflated or popped" and patient's concern with the product.

Event description:
Patient reported left side "deflated or popped" and implant exchange due to patient's concerns with the product. Device remains implanted.